Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a bilateral salpingo-oophorectomy during mesh implantation. The patient requested that the ovary be removed at the same time as mesh implantation on (B)(6) 2007 due to family history. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional narrative: the patient had a hysterectomy concurrently with the sling implantation. On (B)(6) 2011 the patient underwent explant surgery due to erosion, bladder cancer and severe pain. (B)(4) - bladder cancer. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent transurethral resection of bladder tumor on (B)(6) 2015 by dr. (B)(6) due to bladder lesion. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and bleeding.

Event description:
It was reported that patient underwent transurethral resection of bladder tumor on (B)(6) 2015 by dr. (B)(6) due to bladder lesion. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and bleeding.